Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content and the follow-up data were analyzed. The analysis of the memory content showed proper device behavior. The follow-up data confirmed the clinical observation. An automatic rv pacing threshold test was already not successful on the day of the implantation, and the sensing amplitudes were very small. The pacemaker was then reprogrammed in the ventricle for high output amplitudes. In a next step, the pacemaker was then visually inspected, and the connection system was checked. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no irregularities in its course. Furthermore, a pacing threshold test was performed with a cardiac simulator. The device showed no limitations of its capability to provide therapy. In summary, the device was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
It was reported that the followup on the day of implant showed an increased threshold and inadequate stimulation. Reprograming the following day brought no improvement. The device was replaced. The leads tested fine with the analyzer so were reused with the new device.